Event description:
Related manufacture reference number: 2017865-2022-50830. It was reported that the patient's lead exhibited high defibrillation impedance. No interventions were performed. The patient status was unknown.